Event description:
Reporter alleged blood glucose measured 64 mg/dl at 10:43 pm and customer had low glucose symptoms so he ate as a result. It was stated at 10:58 pm glucose measured 197 mg/dl back to back with a result of 43 mg/dl at 11:00 pm so customer self treated by eating food again. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.